Manufacturer narrative:
Response to device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided limited information regarding the suspected false positive results. Investigation could not be completed due to lack of information. Lot number and cartridge serial number not provided.

Event description:
Customer reported multiple false positive results when using the cue covid-19 test for home and over the counter (otc) use. This report is to document the false positive results obtained on an unknown date. See (B)(4) for false positive result received on known date. Customer reported receiving multiple false positive results on an unknown date when testing with the cue covid-19 test for home and over the counter (otc) use (reader sn: (B)(4)). Additional information was requested from customer in 3 follow-up attempts but customer did not respond. Dates, frequency and number of patients involved not provided.